Event description:
On 26-apr-2012, olympus biotech pharmacovigilance learned of an adverse event in the literature: 'results of nonunion treatment with bone morphogenetic protein 7 (bmp-7)', a. Moghaddam-alvandi et al, published in unfallchirurg, 2012, doi 10.1007/s00113-011-2100-0. A patient (demographics unknown) who received bmp-7 for an unspecified nonunion experienced 'absence of bone consolidation' and implant fracture, necessitating revision surgery. The authors reported using bmp-7 "off label" in all long bones. No further detail was provided with regard to specific location of treatment as it pertained to reported adverse events. Additional information has been requested from the authors.